Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, loss of unipolar ventricular capture was observed and bipolar capture thresholds were 2.25 v, 0.6 ms. Lead impedances were normal and stable. The device was pro- grammed to the bipolar configuration.